Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: based on analysis results, the complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational (blue) cable. Part replaced that was not related to the customer complaint was the translational (green) cable due to being broken at the lemo connector. Also, the rear rotation knob was replaced due to the knob being broken. After servicing, the unit passed all qa testing procedures. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that an l3-018 error code was received during the first sample of a breast biopsy procedure. The probe was replaced and the error recurred. The customer was unable to continue the procedure and no samples were retrieved. The case was aborted. The customer troubleshot the system and determined the blue drive cable on the holster was the issue. The case was rescheduled with no pt consequence.